Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer inspected the device and found faulty position sensor, replaced it, cleaned cubie trays, reseated connections, reinstalled drawer, rebooted, and tested in diagnostics. Customer verified repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed and was not communicating to open. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.